Event description:
It was reported the light pen will not calibrate. Tap and cursor are not aligned. It started after last programmer update. The programmer was returned for repair. No patient involvement or complications were reported. It was also reported the touch pen does not track on the programmer screen. The programmer service diskette and the stylus calibration were run with not effect. Touch pen was off by about an inch on the right half of the programmer screen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the light pen will not calibrate. Tap and cursor are not aligned. It started after last programmer update. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) stylus will not calibrate. Broken power cord bay.